Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the door failure. The field service engineer removed obstruction in the door. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system door failed to open. The customer stated that the malfunction occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.